Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per (B)(4).

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging black particles coming from device.the device was returned to the manufacturer's product investigation laboratory for further investigation. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found no contamination. An internal visual inspection was completed by the manufacturer and found dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughtout device enclosure, humidifier enclosure and airpath. There were also signs of water ingress in the blower and on the blower box. Discoloration observed on brass nut on blower. Black contamination consistent with bio-contamination and inconsistent sound abatment foam was observed on flip lid seal of the humidifier. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found one erorr. The manufacturer concludes the device has dust/dirt contamination consistent with water ingress. There was no evidence of sound abatement foam degradation.